Manufacturer narrative:
(B)(4). S/w version: 4.11d. Retainer ring = clear. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked pump case). Insulin pump p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: broken battery tube threads, cracked case on battery tube, pillowing keypad overlay, and cracked retainer. In summary, customer allegation for cosmetic damage (cracked pump case) was confirmed during visual inspection where broken battery tube threads, cracked case on battery tube, and cracked retainer was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump case was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.